Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting and air leakage, and an alarm. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. Investigation ongoing.

Manufacturer narrative:
E: (B)(6).

Manufacturer narrative:
Per gfe response it was confirmed that no repairs were completed by the field service engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. A multi-vendor/clinical engineering department" will handle the service call/incident. Attempts have been made to try to obtain further information about patient use, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11-d4: UDI (B)(4).